Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (belt communication faults) has been confirmed. Upon eval, component u413 was found to be defective. Component u413 is the spi can controller on the monitor's pca board. The root cause of the defective u413 cannot be positively identified, but was likely due to random component failure. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.

Event description:
An (B)(6) male pt called into zoll lifecor customer support to report that he had a service code 107 on the monitor screen. The pt received a replacement monitor.